Event description:
A customer reported being unable to obtain readings due to the adc device unspecified button issue. As a result of this issue, customer experienced fatigue, fainting, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party who provided water, sugar, brioche, and juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.